Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized for the event. Treatment for the event was unknown. Three days after the initial symptom onset, the patient has recovered from abdominal pain. The patient recovered from the event 14 days from the date of onset and was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.